Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room with a bg level of 862 mg/dl with ketones. The customer required assistance due to the bg level where they were treated with intravenous fluids of saline and insulin. Customer continued to use current pump for insulin delivery. Treatment resolved the issue and there was no permanent damage. The customer was discharged the same day, (B)(6) 2025.